Event description:
Device report from (B)(6) reports the following: during an operation involving a dynamic hip screw, a wrench broke. There was reportedly no resulting patient injury. The operation went well. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was performed. The visual investigation has shown that the wrench is broken in two pieces. No other damages are visible. The exact cause which has led to this occurrence could not be identified. However, it appears that too much mechanical force was applied during the surgery. The present instrument was checked for conformance to print specifications and the device history records were researched; no abnormal findings were identified. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Event date: unknown. Device is an instrument and is not implanted/explanted. The device is not distributed in the united states, but is similar to device marketed in the USA. No anomalies were detected during device history record review. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.